Event description:
It is reported that the trailing haptic became detached when the lens was inserted. The incision was enlarged to remove lens from the eye causing additional trauma. It is noted that the one haptic was retrieved using forceps while the other haptic remained in the injector. The lens was replaced during the same procedure.

Manufacturer narrative:
(B)(6). The lens was received. A visual inspection was performed finding lens was cut in half and one haptic broken. The 1mtec cartridge was also received for return; no defects found. The missing part of the haptic was not in the cartridge upon receipt. Prior to release the intraocular lens (iol) met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted.